Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 28 months ago. It was reported that the patient had a wound complication of a lymphocele fistula in the right groin one month post implant. The investigator assessed the event as not related to the device and related to the procedure. This was corrected by re-sectioning of the lymphocele and the fistula resolved. It was also reported the patient passed away due to pulmonary cancer one year post implant. The investigator assessed this event to not be related to the study device or to the study procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (lymphatic fistula).